Manufacturer narrative:
The customer reported complaint of the autopulse platform (serial # (B)(4)) displayed a user advisory "(ua) 17" (max motor on time exceeded during active operation) error message was not confirmed during initial functional testing but confirmed during run_in test and archive data review. The root cause of the reported error message was due to defective drive train motor in which likely attributed to normal wear and tear. The returned autopulse platform was manufactured in november 2014 and has reached its service life of 5 years. No physical damage was observed on the returned autopulse platform during visual inspection. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to sticky clutch plate. This type of fault component was likely attributed to wear and tear, and was unrelated to the reported complaint. Deburring was performed to remedy the drive shaft issue. Review of the archive data indicated a (ua) 17 error code had occurred but not on the reported date. However, the date in the archive may likely be corrupted and therefore, confirming the reported complaint. The processor board required to be initialized to clear out all the corrupted archive files to remedy this issue. The initial functional test passed but (ua) 17 displayed on the returned autopulse platform during run_in test, confirming the reported complaint. To remedy (ua) 17 error, the drive train motor was replaced. After service completion, autopulse platform was re-subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The returned autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse platform serial # (B)(4). However, (B)(4) was documented to return the autopulse platform for biocleaning service. It is not related to failure ua17. Based on zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory "(ua)17" (max motor on time exceeded during active operation). Crew was unable to clear error message, they immediately performed manual CPR. Patient was transported to the hospital and later expired in the emergency department.